Event description:
The facility reported an infusion pump that was "not calculating drip properly, infusing too fast". The event was reported to have occurred while the user was setting up the IV fluids, prior to the pt use. The hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Though requested by baxter, no additional information was provided regarding pt's demographics, medication involved, or device programming. No contact information was available.

Manufacturer narrative:
The pump is in the process of being evlauated.